Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors. Performed visual inspection and found both sensors with the cannula bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used. Unable to confirm the insertion anomaly due to the customer returning the sensor needles separated from the sensor base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke in the inserter. The customer's blood glucose was unknown at the time of incident. The customer stated that they found that the sensor cannula was bent. The sensor will be returned for analysis.